Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male in worsening cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. An echo was obtained on arrival at the ICU to verify impella position. The patient was awake at this time in no distress. On echo intermittently (every 5-10 sec, the left ventricle would fill up with micro bubbles and then they would disappear and come back. Purge tubing observed and no bubbles or anything seen in purge tubing. Unsure of the source. While impella cp was prepping in catheter lab it had time to prime for 5-10 minutes before going in the body. It was observed that the patient was having no adverse events from this event, but unsure where the source was. The physician was attempting repositioning and the micro bubbles continued with the intermittent pattern during manipulation as well as with impella stationery. The pump support remained for just under 2 days til care withdrawn.

Manufacturer narrative:
The investigation into the embolism has been completed. The device was not returned for benchtop investigation. Based on the clinical data, no issues during impella insertion and priming. The cause of the embolism issue was most likely patient condition related. Unknown relation to impella.